Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported as severely calcified and excessively tortuous. It was reported that the (B) (4) was deployed below the lowest renal artery (confirmed by intraoperative angiogram) with good flow to both renal arteries and deployment was continued to the level of the contralateral gate. Gate cannulation was uneventful. The contralateral limb a 14x22x105 was advanced up to an amplatz super stiff wire. It would not advance past the distal aorta due to the severely calcified and excessively tortuous vessel. The physician applied moderate force to the delivery system but with no success (MFR#2953200-2010-00317). The delivery system was removed and a lunderquist wire replaced with the super stiff wire. Once again the stent graft delivery catheter was advanced with no success and the delivery catheter kinked. A 22 fr sheath was used for support but also no success due to the kinks in the device graft cover. Device was removed and a 14x22x90 was advanced through the 22 fr sheath with success. Bilateral extensions were implanted along with ballooning of the stent grafts. Final angiogram showed sluggish right renal artery perfusion which was caused by the bifurcated stent graft upwards movement due to the attempts to insert the contralateral limb. (MFR# 2953200-2010-00318). A reliant balloon was inflated above flow divider and the stent graft came down a slightly with better perfusion, but the physician was unable to stent the right renal artery. Again, ballooned and pulled down. The stent graft came down more with better perfusion. No further intervention was performed. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4): eval results: severely calcified and excessively tortuous. (B) (4) (intervention required).